Event description:
Information was received that the cadd legacy pump has error code 1870 and won't stop beeping. Pt did not miss any therapy and had no adverse effect. Error did not occur during use with the pt. Dose or amount: 29 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from 2018 to present. No reported adverse effects.